Event description:
It was reported that a brake malfunction occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During procedure, when the burr was rotating, it was noted that the wire came off while advancing in dynaglide mode. The device was removed in the usual method without any problems. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Microscope inspection of the device did not identify any damages or defects. After inserting a test rotawire into the device, the rotapro advancer was connected to the rotapro console system. During testing, while in dynaglide mode and then in normal mode, the brake defeat button was pushed and was able to engage and disengage with the wire without issue or resistance.

Event description:
It was reported that a brake malfunction occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During procedure, when the burr was rotating, it was noted that the wire came off while advancing in dynaglide mode. The device was removed in the usual method without any problems. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).